Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. The occlusion test or verify battery out limit were unable to be conducted due to button keypad anomaly. There was no moisture damage found inside the pump. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was 507mg/dl. The customer treated with manual injection. The customer states the buttons are unresponsive. The customer also received battery out limit alarm. Troubleshoot was conducted and the alarm was unable to be cleared due to unresponsive keypad. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.